Event description:
On may 10, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient indicated that the alleged meter issue started in 2008. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the issue began, the patient reportedly developed symptoms of thirst. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following information: her testing frequency, her diabetes management regimen, what actions she took in response to the meter issue, and what actions she took before and after the symptoms developed. In addition, it would have been helpful to know what date/time the symptoms developed or what duration of time the patient was unable to test her blood glucose. The alleged meter issue was resolved with training. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.